Event description:
Small clip applier did not release the clip when it fired. Staff loaded another clip. Both clips can be visibly seen on the clip gun. Clip applier sequestered and removed from sterile field.